Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurred image and slight foreign object inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the slight foreign object inside the light guide lens, the most probable cause of the complaint was not established, and for the blurred image, the most probable cause of the complaint was traced to component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.